Event description:
It was reported that during prep of a 2.5x15 trek rx balloon dilatation catheter, the catheter was not submerged in sterile heparinized normal saline. The trek rx balloon dilatation catheter was advanced onto a bmw universal ii guide wire without resistance. Pre-dilatation was performed in a mildly calcified, moderately stenosed de novo lesion in the non-tortuous distal right coronary artery. The physician experienced difficulty in removing the catheter, as resistance was felt between the balloon catheter and the guiding catheter during removal. Subsequently, force was applied, and the catheter shaft kinked when it was pulled out of the guiding catheter. The trek rx was replaced with a xience prime stent delivery system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, the balloon not being fully deflated prior to removing the device, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. There was no report of any damage observed to the device during inspection prior to use, which may suggest that a product deficiency did not contribute to the reported difficulties. As it was discarded by the account, the product was not returned for analysis and may have assisted in the investigation. The guiding catheter used during the procedure was also not returned, which may have further aided the investigation. However, since no resistance was initially reported during advancement to the lesion, this suggests that the clearance between the balloon and the guiding catheter may have been reduced after inflation of the balloon, thereby contributing to the reported resistance. Based on the information provided and without the devices to examine, a definitive cause for the reported incident could not be determined. Reportedly, force was applied during removal of the device and the shaft subsequently kinked when it was pulled out of the guiding catheter. It should be noted that the rx trek/mini trek instructions for use (IFU) warns: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It was further noted that the device was not soaked prior to use. The IFU further states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The reported improper use likely did not cause or contribute to the reported difficulty removing the device. To assure that all products perform according to specification, all dilatation catheters are confirmed by visual and dimensional checks online during the manufacturing process and a sampling of units is destructively tested to verify proper balloon inflation/deflation. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database indicated no similar incidents. Based on the investigation, there is no evidence to suggest any indication of a potential product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep and excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.